Manufacturer narrative:
Product analysis summary: the full lead was returned in segments, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent ex-plant damage. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high pacing impedances. It was determined the lead had fractured. The lead was explanted and replaced. No patient complications have been reported as a result of this event.